Manufacturer narrative:
H3: analysis summary: complaint was confirmed. Upon receiving the device, it looked to be used with no damage. The device was decontaminated and then tested per wi. Once the device was plugged in, the unit was primed and activated the button. While the saline solution was flowing, there was leakage coming from the tubing. After visual inspection, the tubing that was inserted into the primer had a cut. H6: codes b01, c07 <(>&<)> d02 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a handpiece. It was reported that the handpiece exhibited liquid leakage. Issue occurred while preparing for a procedure and there was no patient involved.